Event description:
It was reported that during the course of a surgical procedure, the surgeon notice a minor bleed through in the surgical site after the tourniquet was set. The machine did not show any noticeable pressure loss and it did not alarm. The cuff was inflated to 350 mm. There was no pt injury, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.